Event description:
Unit not working correctly and since it was malfunctioning breast milk was entering the unit. There was a terrible smell from the unit. After five mins, smelled the terrible smell again. Opened the unit and saw black mold spores. Contacted co and co was telling reporter they were using the unit incorrectly. Reporter feels there should be a fail safe for even if milk does back up into the unit. Reporter has also contacted the la leche league who were mortified about what has happened. Reporter contacted the co again, and again they said reporter had the problem. Reporter's wife was able to pump and baby has had some of the milk but baby has had some difficulty with taking the bottle. Reporter is very concerned that device is not sealed and he feels there should be some sort of failsafe so that if it becomes clogged, the device should shut itself off. He voices concern about the apparent lack of response from the MFR.